Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient was hospitalized on (B)(6) 2023, due to low blood glucose levels, which were measured at 50 mg/dl. She was initially admitted to the emergency room. The hospitalization lasted from (B)(6) 2024. She was reported to be unresponsive upon admission and received treatment including an IV insulin drip. The patient was using her old 670g pump at the time of the incident. No further information available.